Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Additionally, it was reported that the pump battery was depleting quickly. No additional patient or event information was available. Multiple contact attempts were made by tandem technical support in order to obtain further information and provide assistance; however, the customer did not respond.